Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe persistent pelvic'), genital haemorrhage ('severe bleeding/severe bleeding') and uterine cancer ('uterine cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included pregnancy (maternity care and post-partum care), anemia, anxiety, kidney stones and panic attack. Previously administered products included for an unreported indication: excedrin and ibuprofen. Past adverse reactions to the above products included pelvic pain with ibuprofen. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) since (B)(6) 2018, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2018 to (B)(6) 2018, norethisterone (norethindrone) since (B)(6) 2018 and promethazine since (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain") and adnexa uteri pain ("pain: bilateral fallopian tube area/bilateral fallopian tube area pain, constant piercing stabbing"). In 2013, the patient experienced dysmenorrhoea ("cannot leave the floor for 3 to 4 days during cycle/heavy painful periods"), dyspareunia ("dyspareunia") and migraine ("migraine, migraine and persistent like my head was being hit with an ax"). In 2018, the patient was found to have uterine cancer (seriousness criterion medically significant). In (B)(6) 2018, the patient was found to have smear cervix abnormal ("abnormal cervical cells"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vomiting ("pain that makes me vomit for days"), menorrhagia ("heavy painful periods") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with ibuprofen, para-seltzer (excedrin), surgery (total vaginal hysterectomy, bilateral salpingectomy) and cold pack. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine cancer, abdominal pain, vulvovaginal pain, dysmenorrhoea, dyspareunia and migraine had resolved, the adnexa uteri pain, smear cervix abnormal and menorrhagia outcome was unknown and the mental disorder had not resolved. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, smear cervix abnormal, uterine cancer, vomiting and vulvovaginal pain to be related to essure. The reporter commented: she had not removed essure (or any part of the device). Most recent follow-up information incorporated above includes: on 15-nov-2019: reporters and medical history were added. On (B)(6) 2018, she implanted essure. Case become incident. Updated outcome of events as resolved. Events heavy painful periods and psychiatric and/or psychological condition added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.